Manufacturer narrative:
Reported event: an event regarding malposition/loosening and crack/fracture involving a triathlon baseplate was reported. The event of malposition was confirmed. Method & results: -product evaluation and results: visual inspection of the device indicated significant explantation damage. The baseplate demonstrated discoloration consistent with heat tint from explantation. A fractured peg was returned however it can be noted that the base of the keel behind the peg has damage in the form of deep cuts. This indicates the peg fractured/detached during explantation. No mention of a fractured peg in attached medical review. It can also be noted that the fractured peg has significant surface material damage. It can also be noted that the fracture surface of the baseplate shows significant mechanical damage -clinician review: a review of medical records with a clinical consultant indicated "conclusion/assessment: uncemented knee was performed on 07/11/2024. On a postoperative visit, the tibia was found to be in varus with poor bony contact on x-ray. X-ray showed the tibial component in varus with lateral liftoff and some anterior slope. No medical records or patient history were provided for review. Event confirmation: the revision cannot be confirmed. A tibia in varus with poor lateral tibial bone contact can be confirmed. The time from surgery cannot be confirmed. -product history review: product history review records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review of medical records with a clinical consultant indicated "conclusion/assessment: uncemented knee was performed on (B)(6)2024. On a postoperative visit, the tibia was found to be in varus with poor bony contact on x-ray. X-ray showed the tibial component in varus with lateral liftoff and some anterior slope. No medical records or patient history were provided for review. Event confirmation: the revision cannot be confirmed. A tibia in varus with poor lateral tibial bone contact can be confirmed. The time from surgery cannot be confirmed. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Upon post op appointment surgeon advised x-ray shows tritanium base plate not approximated with tibial plateau bone properly leading to pain and absence of ingrowth/loosening. Plan to revise on (B)(6)2024.

Event description:
Upon post op appointment surgeon advised x-ray shows tritanium base plate not approximated with tibial plateau bone properly leading to pain and absence of ingrowth/loosening. Plan to revise on (B)(6) 2024.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.